Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown white and black contamination (dust like) which is inconsistent with degraded sound abatement foam, and some very small hairs at the air input of the blower box, white dust-like contamination on top of the blower motor. Small white and black which is inconsistent with degraded sound abatement foam, pieces of contamination on the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of multiple unknown brown and black contaminants which is inconsistent with degraded sound abatement foam, and many small black hairs and a potential piece of straw on the bottom of humidifier box, brown stains on the bottom of the humidifier box. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of multiple contaminants inconsistent with degraded sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.